Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. The customer treated his low blood glucose level with orange juice. He also reported that he had been hospitalized for low blood glucose levels. The product was not returned. Nothing further to report.